Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to view any medications. The user stated that when attempting to pull medications for a patient, no medications appeared, and the same issue occurred when trying to run inventory the medications were not displayed at all. The user rebooted the machine, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurse was unable to view medications on the station. A technical support specialist (tss) identified that nurse was not assigned to the stations designated area within the device. In comparison with another example, another user was correctly assigned to the parma area. The tss advised the customer to navigate to the user account settings, select metrohealth medical center, review the nurse ambulatory section, and ensure that the parma area was checked or assigned. The tss informed the customer to coordinate with the hospital information technology (hit) team or anyone with server access to apply this update. A screenshot was provided for guidance, and the tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.